Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address laxity and loosening of the tibial tray at the cement to implant interface. Depuy cement was used. It was also reported that the laxity is present in both flexion and extension. The surgeon planned to put in a thicker insert. The surgeon decided also to revised the femur. The patella was retained and was well fixed. The femur was well fixed, but the patient needed better extension, so revising the femur and moving it proximal was the best plan. No cement stuck to the underside of the tibial tray. Doi: (B)(6) 2018. Dor; (B)(6) 2019. Left knee.